Event description:
A prolieve thermodilitation rectal temperature monitor (rtm) was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, one of the three rtm temperatures read zero. The physician did not have a replacement; therefore, the procedure was aborted. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.